Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? - the surgeon has uses vistaseal many times at two different hospitals 2. How many times have they applied the laparoscopic tip? - the scrub has set up vistaseal about a half a dozen times. 3. Was a sales representative present during the case when the issue was experienced? - after the product was opened during case set up 4. What is the lot number? - unsure 5. Was any leakage or product solution observed at the luer locks connection? - no 6. Were there any unexpected outcomes or complications as a result of the event? - no 7. Are there pictures of the damaged device available? - no this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gastric procedure on an unknown date and a fibrin sealant preparation device was used. The scrub could not unscrew the gray nuts on the open sprayer in order to change to the lap sprayer. She had to use so much force that one side broke. She appeared to be unscrewing in the correct direction. Another fibrin sealant preparation device had to be opened. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer? Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned with the adapter broken, the luer locks damaged and the one luer lock inside a plastic bag. In addition, the spray and drip tip damaged. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?, h3. Device evaluated by manufacturer?.